Manufacturer narrative:
Product ID 7436, serial# (B)(4); product type programmer, patient product ID 3 387-40, lot# v002945, implanted: 2006 (B)(6); product type lead product ID 3387-40, lot# v001001, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2010 and was told on (B)(6) 2013 that the implantable neurostimulator (ins) was dead. It was noted that it should have lasted 5-8 years and had only last 3 years. It was noted that the ins was not rechargeable. The patient had parkinson¿s. Additional information requested but had not been received as of the date of this report.